Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It was further reported the product was not used on a pt. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported when a convatec salesperson opened the inner-package; the inner package was not welded; unsterile.